Event description:
Boston scientific (B)(4) received and reported the following info: "the pt with this implantable cardioverter defibrillator (ICD) experienced an infection. The device was explanted and all four leads, including the eipcardial rate/sense leads, were cut and abandoned. The surgeon did not use lead caps but may have used suture ties. There was no injury to the pt. It was not known when or if a new system was to be implanted."

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether or not the device is related to the adverse event. Device 2: serial# (B)(4), lot# m26319, expiration date: 11/01/2006.